Event description:
Hamilton medical ag received the following event description: "while being used on a patient the screen froze and the ventilator was alarming. The waveforms were not moving, and nothing showing on screen as alarm indicator. User was unable to assess the alarm as no message was displayed on screen. User was unable to use buttons. They had to turn it off from the back and place patient on a different machine. "

Manufacturer narrative:
It has come to our awareness that several of our latest MDR submissions failed to submit to your FDA MDR database due to double entries of MDR reports. Through an internal mistake, there was confusion with some of the reports concerning the MFR report numbers which is why the same MFR report number were used twice for several reports (3001421318-2022-00023 - 3001421318-2022-00033, 3001421318-2022-00035, 3001421318-2022-00037 and 3001421318-2022-00038). Therefore, we received a notification that this report was a double entry. We report the case now again with a new sequential number that has not been used in a previous MDR report. As a consequence of this misunderstanding, this MDR is now filed late. Ventilator was not returned to hamilton medical ag. Log files of the ventilator was received and analyzed. The time of failure agrees with the user's statement "waveforms were not moving" in combination with the "ventilator unit connection lost" message registered in the log files. This is an indication that the ip panel was no longer working. Connection cable between the panel and the ventilator unit was checked and tightened. Ventilator was run after tightening the cable and it has been operating without any failures. This file reports the event stated in hamilton medical ag case number (B)(4).